Event description:
Event: post implant intervention. Event narrative: the patient was implanted with an ancure bifurcated in 2001. In 2002, the patient presented to the emergency room with thrombosis in the right limb. A thrombectomy was performed, and a stent was placed in the limb to maintain patency.